Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on two occasions on same day, the stylet was not able to be removed after insertion into patient's proximal tibia. A different site was used on both occasions. In both scenarios, the needles in question were not retained. The inserters were considered experts by the chief.

Event description:
It was reported that on two occasions on same day, the stylet was not able to be removed after insertion into patient's proximal tibia. A different site was used on both occasions. In both scenarios, the needles in question were not retained. The inserters were considered experts by the chief.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io needle set 9001-vc-005 (lot/batch not provided) was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. The certificate of compliance could not be reviewed as the lot/batch was not reported.